Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code concerning the internal battery was found in the ventilator's downloaded error log. An additional service required code was found in the error log, this code is informational and serves as a reminder to address the initial service required code. Also, two service required codes concerning the speakers were found in the error log. Review of device error log confirmed that an error for speaker 1 had occurred one time in 2021 and confirmed that there were no errors on speaker 2. Further evaluation of the device at the manufacturer's service center confirmed that the service code found in the the ventilator's downloaded error log concerning the internal battery was due to an issue with the internal battery. The device's internal battery was replaced to address the issue. Additionally, it was found that the speakers were not plugged in. When the speakers were plugged in, they operated as they should.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code concerning the internal battery was found in the ventilator's downloaded error log. An additional service required code was found in the error log, this code is informational and serves as a reminder to address the initial service required code. Also, two service required codes concerning the speakers were found in the error log. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Review of device error log confirmed that an error for speaker 1 had occurred one time in 2021 and confirmed that there were no errors on speaker 2. Corrections have been made as follows: section h device problem code, there was no protective measures problem.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code concerning the internal battery was found in the ventilator's downloaded error log. An additional service required code was found in the error log, this code is informational and serves as a reminder to address the initial service required code. Also, two service required codes concerning the speakers were found in the error log. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.